Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 3.5, 58.0 and 69.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. Resistance was encountered as the kink in the pusher assembly was being advanced through its introducer sheath and the smart coil could not be advanced any further. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly was kinked. If the device is forcefully advanced against the reported resistance at the hub of the non-penumbra microcatheter, damage such as a kink may occur. The root cause of the initial resistance could not be determined. During the functional test, resistance was encountered as a kink in the pusher assembly was being advanced through its introducer sheath. The smart coil pusher assembly could not be advanced further from this point, therefore, the difficulty experienced in the hub could not be confirmed. The non-penumbra microcatheter identified in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician felt resistance while advancing a smart coil out of its introducer sheath and into the hub of the non-penumbra microcatheter and, therefore, the smart coil was removed. The procedure was completed using new smart coils, additional coils, and the same microcatheter. There was no report of an adverse effect to the patient.